Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample unit belonging to lot number 1806292 was received for evaluation by our quality engineer. Through visual inspection of the sample, brown foreign matter was observed on the barrel. Through magnified inspection, the foreign matter was identified as burnt material from the molding process. A device history record review was performed for the provided lot number and it did not reveal any quality issues during the production process that could have contributed to this incident. It has been determined that this incident resulted due to burnt material in the injection point during the molding process. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the barrel. No serious injury or medical intervention was reported.